Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of cardiovascular disease research doi: not provided.

Event description:
Title: to compare results of vicryl 6-0 suture vs pds 6- 0 suture in tubularized incised plate urethroplasty in distal to mid penile hypospadias the aim of this study is to compare results of vicryl 6-0 suture vs pds 6-0 suture in tubularized incised plate urethroplasty in distal to mid penile hypospadias. Vicryl 6-0 (eth) was used in 30patients in group a who underwent tubularized incised plate urethroplasty, while pds 6-0 suture (eth) was used in 30 patients in group b who underwent tubularized incised plate urethroplasty. Reported complications: vicryl 6-0 (eth) group a (n=30) urethrocutaneous fistula (n=13) treatment: reoperation urethral stricture (n=7) treatment: not reported thin urinary stream (n=8) treatment: not reported group b (n=30) pds 6-0 suture (eth) urethrocutaneous fistula (n=2) treatment: reoperation urethral stricture (n=1) treatment: not reported thin urinary stream (n=2) treatment: not reported in conclusion, pds 6-0 suture is comparatively better in hypospadias repair as it is associated with fewer post-operative complications especially urethrocutaneous fistula which is commonest and most difficult to treat complication. Pds 6-0 suture reduced the prevalence of thin urinary stream and requirement of post-operative urethral dilatation.